Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since the patient sample was not available, the investigation could not be completed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4) - (B)(4).

Event description:
The customer complained of a false negative result for 1 patient sample tested for elecsys cmv igg assay (cmv igg) on a cobas e 801 module. The false negative result was not reported outside of the laboratory. Refer to the attached data for the patient results from the e801 module. The sample from (B)(6) 2017 was repeated by the vidas method and an elisa method and the cmv igg results and cmv igm results were positive. The actual results were not provided. The cmv igg avidity result from the vidas method was (B)(4). The patient had been pregnant and gave birth to a child on (B)(6). There was no allegation that an adverse event occurred. The e 801 module serial number was not provided. The sample from (B)(6) 2017 is no longer available for investigation.